Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that 13 months post-op the patient felt lumbar pain. A CT scan found that two screws were broken. No revision surgery has been scheduled. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.